Manufacturer narrative:
This investigation will be updated should further information become available. Reference citation; liang jj, okamura h, asirvatham r, schneider a, hidge do, yang m, li xp, tian y, zhang p, cannon bc, huang cx, friedman pa, cha ym. Comparative outcomes of subcutaneous and transvenous cardioverter-defibrillators. Chin med j 2019;132: 631-637.

Event description:
It was reported that 172 patients (86 with sicds and 86 with tv-icds) were enrolled in this study to compare the safety and efficacy of the two system types. During the course of the study it was reported that one subcutaneous implantable cardioverter defibrillator (s-ICD) system was removed due to infection and two were removed due to t-wave oversensing. Additionally one dislocation of an electrode was reported. No additional adverse patient effects were reported related to these clinical observations.